Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) suspected that the noise could be related to electromagnetic interference (emi), but it was not conclusive, as the ra lead was configured as unipolar and the sensitivity was low. A decrease in the pacing impedance measurements was noted, however, they were in range. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) suspected that the noise could be related to electromagnetic interference (emi), but it was not conclusive, as the ra lead was configured as unipolar and the sensitivity was low. A decrease in the pacing impedance measurements was noted, however, they were in range. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited high out of range pacing impedance measurements. Subsequently, it was found that there was a fracture. As a result, this ra lead was explanted. Other than the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Follow up report 2 (correction): this report is being submitted to update section h6 device codes. Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) suspected that the noise could be related to electromagnetic interference (emi), but it was not conclusive, as the ra lead was configured as unipolar and the sensitivity was low. A decrease in the pacing impedance measurements was noted, however, they were in range. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited high out of range pacing impedance measurements. Subsequently, it was found that there was a fracture. As a result, this ra lead was explanted. Other than the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead. Technical services (ts) suspected that the noise could be related to electromagnetic interference (emi), but it was not conclusive, as the ra lead was configured as unipolar and the sensitivity was low. A decrease in the pacing impedance measurements was noted, however, they were in range. No adverse patient effects were reported. Additional information indicated that this ra lead exhibited high out of range pacing impedance measurements. Subsequently, it was found that there was a fracture. As a result, this ra lead was explanted. Other than the procedure, no additional adverse patient effects were reported. This lead is not expected to be returned as it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to update section h6 device codes. Follow up report 1 (additional information): this report is being submitted to update section b1, b2, b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.